Event description:
A distributor in (B)(4) reported that the base of three mr290 humidification chambers came off the dome while in use with the hc550 humidifier. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 vented humidification chambers are currently en route to fisher & paykel healthcare (B)(4) for investigation. A follow-up report will be submitted upon completion of our investigation.

Manufacturer narrative:
(B)(4).. Method: the complaint mr290 vented humidification chambers was returned to fisher & paykel healthcare (B)(4) for evaluation and was visually inspected. Results: the visual inspection revealed a horizontal crack starting between the port and hinge bracket. It was also found that there was a vertical crack propagating from the horizontal crack and stressmarks were found around the region of the crack. A lot check was performed and no other complaints of this nature have been received for the lot number provided. Conclusion: we were unable to determine what had caused the cracking. However, it is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa" (B)(4).

Event description:
A distributor in (B)(6) reported that the base of three mr290 humidification chambers came off the dome while in use with the hc550 humidifier. No patient consequence was reported.